Event description:
Caller alleged false negative troponin (tni) results for two patients. Results as follows: both patients were admitted for chest pain. Triage: <0.05, lab : 0.7. The following cut offs were used: triage: <0.05, lab (siemens dimension analyzer): 0.04. No other cardiac markers or patient information provided.

Event description:
Caller alleged false negative troponin (tni) results for two patients. Results as follows: both patients were admitted for chest pain. Triage: <0.05, lab : 0.1. The following cut offs were used: triage: <0.05, lab (siemens dimension analyzer): 0.04. No other cardiac markers or patient information provided.

Manufacturer narrative:
Investigation pending.

Manufacturer narrative:
Investigation pending.